Event description:
Report received of an operator error resulting in the pt receiving mor einsulin than intended and less "d5" than intended. Reportedly, an unspecified channel of the device was programmed to deliver an unspecified concentration of insulin at rate of 50ml/hr instead of hte intended rate of 1.3ml/hr. A second unspecified channel of the device was programmed to deliver "d5" at a rate of 1.3ml/hr instead of the intended rate of 50ml/hr. Reportedly, the pt's "blood sugar level dropped" and the pt was treated with an unspecified dose of "d5" to "bring the sugar level back up.